Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation-evaluation it was reported that the catheter contained in the cook fuhrman pleural/pneumopericardial drainage set did not have side ports. This was discovered before the device made patient contact. The procedure was completed with a cook fuhrman pleural/pneumopericardial drainage set from a different lot number. No adverse effects have been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device (catheter) was returned to cook for evaluation. Upon visual inspection it was confirmed that no side ports were present on the catheter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no related non-conformances relevant to the failure mode. A database search did not identify other events reported for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied: upon removal from package, inspect to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause was traced to a manufacturing and quality control failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone: (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon opening a fuhrman pleural/pneumopericardial drainage set, it was discovered that there was only one opening at the end of the drainage catheter, and the side ports were missing. The device did not make patient contact. To complete the procedure, a new device with a different lot number was used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.